Event description:
Apparently in the ICU, the device had begun leaking at the stopcock after the propofol had been infusing for several hours. This has occurred with multiple devices. We did not send the devices back to manufacturer because staff did not save them. However, preliminarily the company states that they don't believe the device is made for lipids, though it doesn't state that on the device.